Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (asked unknown mg/ml at asked unknown mg/day) and bupivacaine (asked unknown mg/ml at asked unknown mg/day) via an implantable pump for spinal pain. It was reported that yesterday when the patient went to have her pump filled the pump had flipped. It was noted the doctor flipped the pump over and filled the pump. Prior to the refill, the patient was having a "migraine from hell" and "generally not feeling well". It was reported after the doctor filled the pump, about half hour later, the migraine and not feeling well went away. The doctor told her the pump was moving. It was further reported the patient knew it was moving ever since implant. The patient informed the old managing physician and was told that was normal.